Event description:
It was reported that the surgeon inserted a competitor's lens, using the msi-pf injector and a haptic was torn during insertion. The lens was removed and replaced without any patient incident. The patient's current prognosis is good.

Manufacturer narrative:
Evaluation codes: method (other) - lot order search. Results (other) - a lot order search was performed on both the cartridge and injector. There were eight similar complaints found for the injector and six similar complaints found for the cartridge.